Manufacturer narrative:
Visual assessment shows the drill has broken at the distal end. The damage is where the spiral drill tip is welded to the hollow strand flex cable. This area is sensitive to inadvertent over torque pressure. The instrument is intended to flex but not bend. A failure of this manner indicates usage outside of the specifications for this device. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time.

Event description:
It was reported that the flex drill bit broke in the patient during a shoulder repair procedure. The procedure was completed using a backup device. A delay of less than 30 minutes was reported. No patient injury or complications were reported.